Event description:
It was reported that the patient lost efficacy with the system and it was not controlling the back and leg pain. The system was explanted on (B)(6) 2014 and the patient recovered without sequela after the device was removed.

Manufacturer narrative:
Concomitant medical products: product ID: 748940, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3550-29, product type: accessory. Product ID: 3487a-33, lot# j0343965v, implanted: (B)(6) 2003, product type: lead. Product ID: neu_tlock_anchor, serial# unknown, product type: accessory. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 74001, product type: adapter. (B)(4).